Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a 250ml bag of remicade infused within 30 minutes when it should have lasted for about two hours. Initially a 15 minute infusion was set with a vtbi of 10 ml and a rate of 10ml; the infusion completed as expected. The second infusion was restored using a 15 minute infusion with a vtbi of 20 ml. At some time later, when the nurse checked the infusion the entire 250 ml bag had infused. The customer used the basic infusion programming option for this medication. There was no report of pt harm or medical intervention. Although requested, no additional pt/event details were provided.